Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke and fell into the patient's leg. The broken piece was retrieved with the jaws of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
Internal complaint number: tw (B)(4). Autonumber : # cs-cpl-(B)(4). The vv7 cannula device was returned to the factory for evaluation. Signs of clinical use and evidence of blood were observed. A visual inspection was conducted. The scope wash tubing and the c-ring remained attached to the cannula due the presence of a retention rib. The c-ring on the cannula was observed to have been cut in half longitudinally and melted between the flanking curved areas. There is no sign of detachment of the transected c-ring. Though it was reported that the c-ring broke and fell into the patient's leg. Then reported that the broken piece was retrieved from the leg. There were no missing components detached from the cannula. Signs of blood were observed on the cannula and on the c-ring at the distal part of the cannula. Specks of blood was observed on the cannula handle. No other failures were observed. Based on the returned condition of the device and the evaluation results, the reported failure mode "break; cannula; c-ring cut¿ was confirmed.

Manufacturer narrative:
(B)(4). A lot history record review was completed for the reported product lot number. There were no ncmr¿s for the reported lot number. The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 c-ring broke and fell into the patient's leg. The broken piece was retrieved with the jaws of the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.